Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, he hasn't been able to get his blood glucose under 500 mg/dl. He is feeling sick and experiencing diarrhea. Customer's doctor requested the customer to call in to ensure the device is functioning correctly. Customer stated he saw blood near the sensor and not the infusion set. Customer's blood glucose started at over 400 mg/dl and currently it was 566 mg/dl, treated with bolus. Symptoms were diarrhea, thirsty, and nauseas. Troubleshooting was performed and customer noted six air bubbles in the length of the tubing. Customer was advised to perform fixed prime until air bubbles were purged. Customer also removed the site and the cannula was bent. At the end customer noticed the reservoir was empty. Customer declined further troubleshooting. Customer was advised to change out the reservoir, infusion set, and insulin. The device is not returning for further analysis.